Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2021. During preparation, the carrier was unable to retract outside the patient. The procedure was completed with another capio slim device.

Manufacturer narrative:
Block h6: device code a0510 captures the reported event of carrier retraction problem. Block h10: visual inspection of the returned device revealed that there were no visual issues observed with the handle, riveting, head and cage. A functional test was performed and a needle was loaded in the carrier properly and the dart protruded from the distal tip section of the head. The handle was actuated and the carrier deployed with a smooth movement. However, the carrier got stuck into the cage, consequently confirming the reported complaint. Furthermore, an x-ray examination revealed that the core wire kinked. Based on all gathered information, the investigation concluded that the most probable cause for this complaint is manufacturing deficiency as during product analysis, it was observed that the dart suture protruded from the distal section of the head. This could be because the carrier was closer to the distal end of the head than normal and could be the cause of carrier getting stuck in the cage. As a result of this finding, an investigation is underway to address the problem. Furthermore, the core wire was found kinked. The most probable cause for this finding is adverse event related to procedure as the problem could be caused by the user due to the manipulation, handling, interaction of the device during its preparation. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2021. During preparation, the carrier was unable to retract outside the patient. The procedure was completed with another capio slim device.